Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ping meter had a power issue ¿ meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue started about 8 months prior to the alert date of (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and denied making any adjustments to their regular diabetes management routine as a result of the power issue. The patient stated that 30 minutes after the alleged product issue occurred they experienced the symptoms of ¿face and lip numbness¿ which they associated with having high blood glucose levels. In response to these symptoms the patient self-treated by taking 10 units of humalog insulin every 30 minutes for the next 3 hours. The patient also reported measuring their blood glucose on another unknown device at this time but stated that the result was ¿not readable¿. At the time of troubleshooting, the cca noted that the batteries did not need to be changed per the owner¿s booklet recommendation and it was confirmed that there was no misuse of the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.